Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgery on (B)(6) 2019 and barbed suture was used. During fascia closure, when placing the fixation tab at the first stitch, the fixation tab was broken. The surgeon opined that no extra force was applied. There were no adverse consequences to the patient.